Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician experienced positioning / fixation difficulty and that tissue became fixed in the helix. The lead was not used and a replacement lead was used. No patient complications have been reported as a result of this event.